Manufacturer narrative:
H3: product analysis: part # 5540030, lot # 0074962c. Visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage consistent with the misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during t 2-s2ai spinal deformity correction procedure. It was reported that during set screw placement in drmas screw using adi tower and fully reduced rod, it was noticed that set screw was cross threading. There was no patient symptom reported. There were no further complications reported regarding the event.